Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error message (1104). The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer confirmed that the error code was recorded in the event log. The rse advised the customer to replace the central processing unit (cpu) board and reprogram the device. The part number for a replacement cpu board was provided to the customer.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the device has not been repaired by the customer, and did not specify when the device would be repaired. No further details were provided. In the event that new details are obtained, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.